Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at her scs ipg site as she felt the ipg was "protruding" from her back. Surgical intervention took place on (B)(6) 2016 at which time the ipg was explanted and replaced.